Event description:
It was reported that this right ventricular (rv) lead exhibited micro perforation via device testing. The impedance and sensing drop with no capture unipolar. Prior revision, the patient had experience chest pain that was exacerbated in a siting up position. Post lead revision, the patient was without symptoms. This rv lead was surgically revised and remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited micro perforation. This rv lead was surgically revised and remains in service. No additional adverse patient effects were reported.